Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient lost access in the or in the middle of a case and had to have emergent access placed per the customer. Additional response received 21 july 2023 customer reported to bd medical affairs tha.t the patient lost access in the or in the middle of a case and had to have emergent access placed per the customer. That is all the additional information available at this time.

Event description:
It was reported that the patient lost access in the or in the middle of a case and had to have emergent access placed per the customer. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.